Event description:
The physician was unable to deploy the cypher select stents, as the balloon would not inflate. It was noticed that contrast/saline was leaking from a cracked sds hub. There was no pt injury reported. No anomalies were noted when the device was taken out of the packaged. The device was pulled from the packaging by the hub. The device was prepped according to IFU. The indeflator used was a encore 26 by boston scientific. The target lesion was located in the distal lad. The lesion was moderately calcified and tortuous.

Manufacturer narrative:
This device crb (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 08225. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.